Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the vibratory feature was not functioning. Reportedly the customer also had an issue with the audio tone quality. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 12/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2015 with the following findings: the pump powered on with functional vibratory features but intermittent audible tones. All sound settings were found to be set on ¿high¿, except the temp basal sound setting which was set to ¿off; alert vibrate¿. The audio circuit piezo was activated and the audible tones were intermittent with audible distortion. The pump casing was opened and the piezo was found to be defective. The vibratory features were found to be functioning normally during investigation. The vibration motor was tested and no defects were found. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the display was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.